Event description:
The pt has two leads (from the same lot). It was reported, the pt was no longer receiving adequate coverage. An impedance check revealed all invalid contacts on one of the leads. Reprogramming attempts were unsuccessful. The pt has chosen not to move forward with surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.